Manufacturer narrative:
The field service representative (fsr) discovered that the cursor on the screen was not calibrated and appeared approximately 6 inches to the right and approximately 4 inches from where the finger touched the screen. During further troubleshooting, the fsr opened up a central control monitor (ccm) b to look for loose connections and discovered a capacitor laying inside the ccmb that appeared to have fallen off a printed circuit (pc) board.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the touch screen of the central control monitor (ccm) was not working during a case. There was no cursor that appear then the screen was touched and it did not respond. The system was reset but still not working. There was a 15-20 minutes of delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per clinical review: during the initial boot-up of the system prior to the procedure a perfusion screen was able to be selected and opened. Pre cardiopulmonary bypass (prior to the start of cpb) it was discovered the screen cursor was not able to be located on the screen and safety sensors (air and level) could not be enabled. The perfusion team elected to re-boot the system and on re-boot again the ccm cursor was absent on the screen and a perfusion screen was not able to be opened. Pumps could be operated by local speed knobs, but arterial flow was not posted (- - - displayed) and pressures could not be zero'd and the level and air sensors could not be enabled. The clinical team elected to use the system with local controls only and they decided to not change over to a new hardware system. A biomedicus flow probe was cut-in to the arterial tubing and flow was able to be measured and displayed on a medtronic biomedicus 560 centrifugal console. The 560 console also has the capability to monitor line pressure and set limits, so perfusionist was able to measure cpb circuit pressure. Air sensing and level sensing was not used and perfusionist also commented on not being able to calculate cardioplegia volume tracking. Cardiopulmonary bypass (cpb) was initiated and all pumps were able to be operated per user settings via the local speed knobs. The case was completed successfully. A delay in the procedure was estimated to be 15-20 minutes as the biomedicus 560 was prepared to measure flow and monitor cpb pressures. According to the perfusionist, the patient was somewhat unstable during the delay and the cardiovascular (cv) surgeon was pressing to initiate cpb in a timely manner. There was no associated blood loss and no harm was observed.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. Pst replaced the customer's touch screen with lab use only (luo) touch screen, which enabled central control monitor (ccm) to function properly. Touch screen was defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.